Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery charger fault lights was a bad solder joint within the battery pack. An internal wire had become disconnected. The root cause of the damage cannot be positively identified. The damage connector was replaced. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A male pt's wife called customer support to report that when the battery is placed in the charger the "battery charger fault" led illuminates. The battery will not boot the device. Support sent the customer a replacement battery.